Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 4 months after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, the patient presented insufficient bone quality/quantity (bone type iii).